Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was out of electrical specification, so the cable was replaced.

Event description:
It was reported the programmer rf (radio-frequency) head had a telemetry failure. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).